Event description:
Related manufacturer reference number: 3006705815-2022-17189. It was reported that the patients leads had high impedances after a battery replacement. Surgical intervention may be taken to address the issue.

Event description:
Related manufacturer reference number: (B)(4). Additional information indicates that surgical intervention was undertaken on (B)(6) 2022, where both leads were explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.